Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. Investigation of the returned device confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 11 inches from the pump housing; the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator, as well as the rotor¿s bearing cup which pulled out of its bore upon disassembly. This deposition¿s lack of concentric layering indicated that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase levels and hematuria. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope. No anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange for suspected thrombus on (B)(6) 2016. The patient had presented to the emergency department with hematuria / dark urine and was admitted on (B)(6) 2016. The patient's lactate dehydrogenase (ldh) was 1063 u/l and the inr was 2.7. The patient was treated with integrilin, heparin, and aspirin. On (B)(6) 2016, the patient¿s ldh continued to decline and stabilized at 350¿s u/l; therefore, the integrilin was stopped. On (B)(6) 2016, the patient¿s ldh again climbed to 650 u/l, along with elevated liver function tests (lft¿s). The pump parameters remained stable. It was reported that the recurrent hemolysis, despite maximum medical efforts, and elevated lft¿s were the deciding factors for the pump exchange.